Event description:
The pt underwent a splenectomy in 2005. During the procedure, the right iliac artery and left iliac vein were lacerated. Estimated blood loss was 5-6 liters, and the pt received multiple blood transfusions. The right iliac artery was repaired with a graft, the left iliac vein was ligated, and the pt has been discharged from the hospital.